Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the tube pms plh 13x100 4.5 slbl lim ce. Experienced underfill or low draw of a tube with blood and clotting/mco clots/fibrin clots during use. The following information was provided by the initial reporter, the tube had "underfill problems and alarm problems and "clotting" which generating tube rejects (even though they are well filled). Once the tube has been technically tested on the cobas, it comes back to the p612 to be archived (kept for reanalysis if necessary): the barricor tube cannot be archived, which leads to the tube being sent to the rejected zone.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the tube pms plh 13x100 4.5 slbl lim ce. Experienced underfill or low draw of a tube with blood and clotting/mco clots/fibrin clots during use. The following information was provided by the initial reporter, the tube had "underfill problems and alarm problems and "clotting" which generating tube rejects (even though they are well filled). Once the tube has been technically tested on the cobas, it comes back to the p612 to be archived (kept for reanalysis if necessary): the barricor tube cannot be archived, which leads to the tube being sent to the rejected zone."